Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during implant procedure, quickopt testing was performed. Only sensed and paced av delays test worked, intraventricular delays test did not go on and there was no message to indicate the test completed or not.